Manufacturer narrative:
The event is recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the device had a bent comb. The event occurred during surgery with no harm involved. On march 28, 2017, it was clarified that the issue occurred during surgery and there was no patient harm or injury associated with the reported event. The device was sent in for repair and when the device was received it was noted the comb was bent. An alternative device was available for use. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was november 19, 2015 where it was reported that gear shaft was slipping and the roller, damaged comb, gears, and damaged hardware were replaced. This is not a related issue. The previous repair report for the skin graft mesher, serial number (B)(4), was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on march 22, 2017 revealed that the pre-test calibration could not be taken due to the damaged comb. The roller and gear had visual damage. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on march 22, 2017 which included replacement of the roller, worn bushings, damaged comb, gears, and damaged hardware. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event ¿the device had a bent comb¿ was confirmed since during initial inspection the comb was damaged. The root cause of the device had a bent comb cannot be specifically determined with the provided information. The issue was resolved with the replaced the roller, worn bushings, damaged comb, gears, and damaged hardware. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
The event is recorded by zimmer biomet under (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the skin graft mesher had a bent comb. There was no patient/user harm and no adverse events have been reported as a result of the bent comb of this device.